Manufacturer narrative:
The following fields were updated with corrections: b.1. Adverse event and/or product problem: adverse event and product problem h.1. Type of reportable event: serious injury

Event description:
It was reported that an unspecified bd catheter broke. The following information was provided by the initial reporter: "in a 22g catheter test at the patient¿s elbow bend, part of the catheter was severed when the catheter was removed. Leaving part of the intradermal catheter tubing in the patient¿s arm. Additional information received by the sales representative on (B)(6), 2020: after contacting the pharmacy of the (B)(6) , the officer of the service and the nurse who made the incident report, neither the device involved nor a catheter of the same batch were kept for analysis. In addition, the tip of the cannula that was severed could be removed from the patient¿s arm."

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd catheter broke. The following information was provided by the initial reporter: "in a 22g catheter test at the patient¿s elbow bend, part of the catheter was severed when the catheter was removed. Leaving part of the intradermal catheter tubing in the patient¿s arm. Additional information received by the sales representative on (B)(6), 2020: after contacting the pharmacy of the catalan clinic, the officer of the service and the nurse who made the incident report, neither the device involved nor a catheter of the same batch were kept for analysis. In addition, the tip of the cannula that was severed could be removed from the patient¿s arm."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd catheter broke. The following information was provided by the initial reporter: "in a 22g catheter test at the patient¿s elbow bend, part of the catheter was severed when the catheter was removed. Leaving part of the intradermal catheter tubing in the patient¿s arm. Additional information received by the sales representative on august 28, 2020: after contacting the pharmacy of the catalan clinic, the officer of the service and the nurse who made the incident report, neither the device involved nor a catheter of the same batch were kept for analysis. In addition, the tip of the cannula that was severed could be removed from the patient¿s arm."